Manufacturer narrative:
(B)(4). The device was received with the tissue pad slightly lifted from the distal end of the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. No conclusion could be reached as to why may have caused this issue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the white tissue pad fell off of the device. The fallen piece was retrieved by forceps and disposed of. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.